Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt began experiencing uncomfortable stimulation at his scs ipg pocket site after falling. Subsequently, the pt's scs ipg was replaced. F/u identified the issue did not resolve with the scs ipg replacement. The physician determined the pt should not use system stimulation for one week and is monitoring the issue.